Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED was unable to power on and deliver a successful shock during testing. Further investigation identified the issue was attributed to as a corrupted flash.

Event description:
A customer reported that their AED's asi is flashing, and the AED will not power on. They reported that this did not occur during patient use.